Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and had inadequate stimulation to pain areas. The patient underwent revision procedure wherein, a 70 cm linear lead was added and an old ipg was replaced with a new wavewwriter alpha. The patient was doing well postoperatively and the explanted ipg will not be returned.